Manufacturer narrative:
(B)(4).

Event description:
It was reported that high impedances of >10000 ohms were measured on electrode pairs c/0, c/1, c/2, and c/3. The high impedances occurred after an implantable neurostimulator (ins) replacement. Impedances were measured and were good post-operatively and the patient felt stimulation. However, the next day the patient did not have stimulation. There were no patient symptoms or complications associated with the event. An additional surgery was planned to determine if the lead/extension or the ins were responsible for the high impedances.